Event description:
The pt called lifescan on 12/1/04 and alleged that her meter would not power on. Medical affairs spoke to the pt on 12/2/04 and obtained/verified the following info. The pt stated that her meter stopped working in the beginning of november. She stated that she continued taking her humalog insulin 80 units in the morning and 50 units in the evening. She does adjust it if her readings are high, but she did not make any adjustments during the time that the meter was not working. She also takes oral medications, but she did not remember the names or amounts. The pt stated that she was experiencing high blood sugar symptoms (unable to specify) so she went to the hospital (she does not know the date). She did not attempt to test prior to going to the hospital. Her blood sugar result was over 700 mg/dl at the hospital. She was admitted for 3 days and was treated with insulin. The pt reported that her test strips were expired. She stated the battery was less than one year old and the contacts were in good condition. The issue was not resolved. Based on the info provided, there is evidence of a meter malfunction. Although the pt did suffer a serious injury, there is no indication that the meter contributed, the pt did not attempt to troubleshoot or test for approx one month. A replacement meter is being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.